Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. - expertise file analysis revealed that the reported issue most probably resulted from a failure of the flash memory, which prevented the operating system of the home monitor from functioning properly. However, the root-cause of this failure could not be identified with certainty. This is an isolated case.